Event description:
Customer reported that, a cryocyte bag broke during thawing. Stem cells were collected, processed and frozen approximately 3 weeks before they were thawed and reinfused. The day before the product was reinfused, the cryocyte bag was moved from liquid nitrogen to vapor phase. After the cryocyte bag broke, approximately 60 ml of pbsc was aseptically collected and infused by syringe. Sterility testing was performed and was negative. No patient issues were reported.

Manufacturer narrative:
A batch review is pending; if significant information is revealed, a follow up report will be generated. A query of the complaint database for the indicated lot number shows two other similar complaints.